Event description:
Event description guidant received information that these atrial and ventricular leads were abandoned surgically due to a fracture. Several months ago the ventricular lead had high impedance measurements greater than 2500ohms in bipolar mode and was programmed to unipolar mode. At a later date, the unipolar ventricular lead impedance measurements increased and the bipolar atrial lead impedance measurements had increased as well. Ventricular loss of capture was noted and the leads were replaced. A fracture due to subclavian crush was suspected.